Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed multiple occurrences of system fault 41622. The cause of the reported issue was a defective camflex sensor or motor. The downstream occlusion seal and motor and optic switch flex sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump repeatedly displayed error 41622 prior to infusion.